Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation, the clinician noted non sustained ventricular oversensing. Patient was stable throughout device interrogation. No information about the intervention was available.